Manufacturer narrative:
Manufacturer control no (B)(4). Sample will not be returned for evaluation. Additional information from user facility report: brand name: radial artery catheter, common device name: a-line, catalog # ak-04020.

Event description:
It was reported per medwatch report that the radial artery catheter 20g separated into two pieces. The catheter hub was found secured to the patient's (pt's) wrist and the sheath was separated, remaining inside the pt's artery, confirmed by x-ray. Approximately 18 hours after the radial catheter was inserted and continuously monitored, monitoring waveform dampened; the site of insertion inspected, found to be bleeding. The dressing was removed from the insertion site with the hub of catheter easily visible. The dressing, hub and attached IV extension tubing were removed, no sheath/needle attached to hub. The x-ray confirmed entire sheath length remained in the forearm, presumed to be within radial artery. The catheter was successfully removed from the artery in pt's hand on (B)(6) 2011. Additional information received on (B)(6) 2011 from the risk manager stated the nursing report read the wave form was lost at 1:00 am and the dressing was removed at 2:30 am. At 8:00 am, the new catheter was placed successfully. A vascular surgeon performed the first surgery to removed the piece using a fogarty catheter, but was unsuccessful. A hand surgeon performed the second surgery and was successful. The piece was located in the ulnar artery. This issue did not lengthen the pt's hospital stay. There was no pt death and the pt outcome was okay.